Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. Was the needle piece(s) retrieved during the same procedure? Does a piece of the needle remain in the patient¿s tissue? What tissue structure is it located? Size of the needle piece retained? Are any plans in place to remove the needle piece in future? If retained, what is the surgeon's opinion of consequences to the patient? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a uterine procedure on (B)(6) 2020 and barbed suture was used. During the procedure, the needle broke when sewing the uterus. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 08/05/2020 additional information was requested and the following was obtained: was the needle piece(s) retrieved during the same procedure? During the same procedure does a piece of the needle remain in the patient¿s tissue? No what tissue structure is it located? Size of the needle piece retained? No needle piece retained are any plans in place to remove the needle piece in future? No if retained, what is the surgeon's opinion of consequences to the patient? Not retained. Was there any additional tissue damage as a result of searching for the needle piece? There is no additional tissue damage what is current condition of the patient? The patient has been discharged from hospital and is now recovering well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). It was reported that this mw is a duplicate of mw 2210968-2020-05206. Therefore, this medwatch report 2210968-2020-05484 is not reportable. All information regarding this event will be reported in medwatch report 2210968-2020-05206. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.